Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6: health impact- clinical code: 4581 - significant reduction of irido-corneal angles, corneal endothelium edematous, central endothelium turbid, aqueous humor sparkling. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -05.00 diopter, in the patients left eye (os), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to excessive vaulting and significant reduction of irido-corneal angles. The corneal endothelium was edematous and the central endothelium was turbid. The aqueous humor was sparkling (++). The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was unknown.